Event description:
Boston scientific received information that this device declared a battery status of elective replacement indicator (eri) in (B)(6) 2012. The local health care provider (hcp) reported that in (B)(6) 2012, the device indicated it had less than 1.5 years remaining. The hcp expressed concern regarding the estimate longevity vs actual longevity of the device. It was also reported that the thresholds for the device were typically around 2.2 volts, but were elevated to 4.6 volts when the patient was seen in clinic. Boston scientific technical services discussed how the device functioned at eri with the hcp. Subsequent information indicated that the device was explanted for normal battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not yet been returned. Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.